Event description:
Responded to a cardiac arrest at a residence. Pt was put on monitor and tried pacing pt. The cable was not recognized by the monitor. There was back up equipment. Pt care resumed with no changes. Pt was turned over to hosp staff. There were no adverse affects to the pt reported as a result of device use.